Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. No visual anomalies were noted. The catheter was connected to a zonare viewmate system and a ¿no transducer connected¿ message appeared. When the connector was moved slightly the catheter connected intermittently. Further investigation concluded that the catheter had an open circuit during functional testing. Dissection of the deflectable shaft revealed the thermistor wires were intact within the transducer box and at the thermistor flex. The open circuit was isolated to the distal tip, consistent with the reported ¿connection error message¿. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the error message and subsequent delay was due to an open circuit. The cause of the open circuit could not be conclusively determined.

Event description:
During an atrial tachycardia procedure, a connection error message was noted with the transducer appeared causing a delay. The view mate system was exchanged with no resolution. The catheter was then replaced and the procedure was completed with no adverse consequences to the patient.